Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measure on their freestyle meter had changed. The customer also reports that at 10 pm he passed out and got a reading of 1.9 mg/dl. The paramedics were called and the customer was given an injection. The adc meter's readings were consistent with the symptoms reported. The memory log of the returned meter indicates that the customer did not test his blood sugar until after the event occurred. There is no indication that the adc meter contributed to the customer's symptoms.